Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported from the us that a female patient of an unknown age and ethnicity who underwent bilateral breast implant surgery in 1999 with an unknown type of mentor silicone textured breast implants (unknown product code/unknown lot number) has a ¿suspected¿ diagnosis of right side breast implant associated anaplastic large cell lymphoma (bia-alcl). As a result, the patient will undergo bilateral explantation of the medical devices on (B)(6) 2021. The specimens will be sent to pathology for testing. Additional information received from the doctor's office on 08-jul-2021 indicated that the patient experienced a late onset seroma of the right breast and there is also a possibility of a rupture. It was reported that as per the doctor¿s notes, ¿no fluid has been tested as of yet. His notes state that he is concerned due to a ¿late presenting seroma¿ and because her textured implants have been in since 1999. There is also a possibility of a rupture. But it doesn¿t look like there is imaging to confirm that. ¿ additional information received from the doctor¿s office on 22-july-2021 indicated that the pathology reports of the specimens were received and the pathology findings did not show any alcl or malignancy present. Both implants found to be ruptured. No further information was provided. Follow ups are currently in progress to obtain additional information regarding this case. This medwatch report is for the patient¿s left-sided device.